Event description:
It was reported that during preparation of the 5.0x100mm armada 18 balloon catheter, bubbles were observed on aspiration. There was no patient involvement. A new armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Possible factors that may contribute to leaks during preparation may include, but are not limited to, manufacturing, damage to the balloon, damage to the inflation lumen, damage to the inner member, incorrect prep, damaged to inflation device, hub cracks, or loose connections. The investigation was unable to determine a conclusive cause for the reported leak during prep. It is possible that during backloading of the guide wire the inner member became damaged (torn) resulting in the leak; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 5.0x100mm armada 18 balloon catheter, bubbles were observed on aspiration. There was no patient involvement. A new armada 18 balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.